Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: qiu wenyan, comparison of application effects of suture hemostasis and bipolar electrocoagulation hemostasis in patients undergoing laparoscopic ovarian cystectomy, medical journal of chinese people's health vol. 35, no. 23, de., 2023.

Event description:
Title: comparison of application effects of suture hemostasis and bipolar electrocoagulation hemostasis in patients undergoing laparoscopic ovarian cystectomy this article compared the effect of suture hemostasis and bipolar electrocoagulation hemostasis in patients undergoing laparoscopic ovarian cystectomy. Between january 2021 to december 2022, a total of 104 patients with a mean age of 36.41 years were included in the study. These patients underwent laparoscopic ovarian cystectomy for an ovarian benign cyst. The patients were divided into two groups: the control group with 52 patients using a bipolar electrocoagulation for hemostasis; and the observation group using a vicryl plus suture for hemostasis. After the completion of hemostasis in both groups, the abdominal cavity was washed, the incision was sutured, and covered with sterile gauze. All patients were followed up for 1 month after operation. Reported complications include (n=2) infection, and (n=1) bleeding or hematoma from the observation group. In conclusion, the application of suture hemostasis in patients undergoing laparoscopic ovarian cystectomy could improve the levels of ovarian function indicators and sex hormone indicators, with better effect than bipolar electrocoagulation hemostasis, but the operation time and intraoperative blood loss were more.